Event description:
Procedure type: low anterior resection. According to the reporter: leak with use of eea28 on lar. The surgeon had to redo the anastomosis with a competitor's device. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).